Event description:
It was reported to bsc that "they could not turn off the fr using the remote. They had to press the button 3 times before it would power down."

Manufacturer narrative:
Investigation is currently being conducted, a follow up report will be submitted upon completion.